Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker was found to be in back-up vvi. No intervention was performed and device replacement was discussed. The patient was stable throughout.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to transient nmi. The cause of the nmi could not be determined.